Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Hematuria that is clearing after pump reposition was reported. The next day positioning issue and anemia were reported. An echocardiogram showed ejection fraction of 10-15% on extracorporeal membrane oxygenation/impella cp. The impella was at p-2 and the left ventricle was dilated with the impella cp measuring deep. Urine was pink-tinged. The plan was to pull back the impella and increase the p-level to p-3. A head computed tomography was to be done to assess neurology function. One unit of packed red blood cells was given for hemoglobin less than seven. An additional unit to be transfused the next day. There was no evidence of bleeding from the impella site.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Anemia, hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1967742 device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.